Manufacturer narrative:
The access total bhcg reagent was not returned for evaluation. All assay and system verifications met specifications. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible human chorionic gonadotropic (access total bhcg) results on the unicel dxi 800 immunoassay system (serial number (B)(4)) for one (1) patient. The initial access total bhcg result was above the expected value. The same patient's sample was repeated two (2) additional times on the same unicel dxi 800 immunoassay system and recovered with lower results, one result above the expected value and one result within the expected value. System parameters including quality control (qc), calibration, system check and carryover were within assay/instrument specifications. The patient's sample was collected in a 13 x 100 heparin anticoagulant tube. The sample was 30 minutes old, stored refrigerated and centrifuged at 3000 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.